Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air bubbles were observed in hemostasis valve of steerable guide catheter during clip insertion. Aspiration was performed for removal of air bubbles. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.